Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two (2) pt samples. Initial results were: 7.18ng/ml for pt a and 0.60ng/ml for pt b. The results were reported out of the lab. The original samples of both pts were tested for accu tni on a different instrument in the customer's lab and lower results were obtained 0.15ng/ml for pt a and 0.47ng/ml for pt b. Corrected reports have been sent. No death, serious injury, or change to pt treatment is associated with this event.

Manufacturer narrative:
Qc testing is performed once per shaft and was within specs prior to and after the event. No errors have been posted to the event log. The specimens were plasma type collected in lithium heparin tubes. Per customer, samples were not believed to be short draws. Based on avail info, results obtained in this event were also discordant to point of care testing. A field service engineer (fse) was dispatched to the customer's lab. The fse performed alignment to aspirate and dispense probe plates. The fse replaced aspirate probes and peri-pump tubing. The fse conducted diagnostic and carryover testing. The fse verified per established procedures and results met published performance specs. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.